Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, with a stylet inserted. Blood was noted in the terminal pin opening and on the terminal pin, as well as within the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted to be implanted in the atrial appendage. The appendage was accessed but the helix would not extend after 30 turns. The lead was pulled back to straighten it, when the helix was observed on fluoro to have popped out suddenly. The helix was retracted and the lead was positioned again. The helix did extend in almost 30 turns, but the helix would not fixate to tissue. When the stylet was removed, the lead fell from the appendage. The helix was then not able to be retracted within 30 turns. The lead was removed from the patient's body, where the helix still could not be retracted. The physician believed the helix was non-functional, so a new lead of the same model family was implanted with no helix issues observed. No adverse patient effects were reported.